Event description:
It was reported that the dressings were found to be sticky and tear off all the freshly healed skin and this worsened wounds and causes suffering. The bandages were used for at least 1 day, not more than 3 days. The wounds are now being left open or being covered with non-stick pads.